Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report.

Event description:
In (B) (6) 2009, the pt underwent surgery with gamma3 nail. In (B) (6) 2010, the pt fell and the nail and bone broke. In (B) (6) 2010, the pt underwent revision surgery with gamma3 long nail and u-blade lag screw.